Event description:
The customer reported to customer service that the power supply was sparking from both of the end of the adapter. No injury was reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she observed sparking from both ends of the cord where the wires are exposed, however, she did not see any evidence of burning, melting, smoke, or fire. She also indicated that she would return the power supply and that an injury was not sustained as a result of the issue. As of the date of this report, the product has not been rec'd. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed.